Event description:
Reported event: the device is failing to connect tissue or not firing during patient use.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35r 6/box lot # 73a2200161 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.